Event description:
Customer reported a low ma error and a charger failed error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the batteries. System operates as intended.